Event description:
The facility reported a colleague infusion pump with an error code 550:320:844:0000. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 550:320:844:0000 was confirmed and reproduced during product evaluation. The root cause was assigned to a disconnected rear/inverter harness in the p12 connector. In order to correct this condition, the rear/inverter harness in p12 connector was reconnected. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.